Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was impacted above 400 mg/dl. Reportedly, the customer ignored the occlusion alarm and resumed insulin delivery. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.